Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and verified through the error logs that a memory 3 error occurred on the host pc. An additional review of system log files also indicated that the host pc¿s memory issue caused the boot up issue. The fse cleaned and reseated the host pc memory modules, with system verification confirming normal performance. After repair, the system was returned to use in good working order. The failure of the dimms can be attributed to the issues resolved in philips correction 2023-igt-bst-027. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.